Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
"The device was returned to zoll medical corporation. The reported problem was observed during review of the device history logs; however, it could not be verified or duplicated during evaluation. An internal inspection observed an misaligned connection between the pace/defib engine board and a connector of the battery interconnect board. This connection was realigned as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not been identified an increase in trend.